Manufacturer narrative:
Date of report : 03apr2019, date rec¿d by MFR : 27mar2019. The touchscreen failed out of the box. The customer was given a credit for the touchscreen. The failure was confirmed and was isolated to the graphical user interface. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Touch screen is not functioning. No patient/user harm reported. Event date not specified; estimate used.